Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient had a procedure on (B)(6) 2020, physician attempted to implant a outrode lead, but was not possible due to patient¿s anatomy. Trial case was aborted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.